Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the lead. The sensing portion of the lead was capped and replaced with the 5076 atrial lead. The physician chose to use the atrial lead, which had fallen to the ventricle post-implant, for sensing. The ICD was also replaced and the entire system checked again, with acceptable sensing and defib thresholds. No patient complications were reported as a result of this event.